Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient attended a doctor's appointment for a non-dexcom medical condition and was given prescriptions for diclofenac (nsaid - nonsteroidal anti-inflammatory drug) and dicyclomine (anticholinergic) medications. On (B)(6) 2025, she began the treatment and developed itching, a rash, redness, and swelling on her body (location not specified) with symptoms (itching, a rash, blisters, redness, and swelling) also emerging beneath the sensor patch. The patient confirmed the initial symptoms did not start at the sensor insertion region, but she decided to remove the sensor. The patient stated that she is allergic to latex and was uncertain whether the dexcom adhesive includes latex or if her reaction was linked to the medication she was taking for her existing medical condition. She stopped using the diclofenac and dicyclomine medications that sunday, and she observed improvement in her symptoms with no redness present anymore. On (B)(6) 2025, the patient experienced swollen gums, tongue, and mouth, leading her to visit the emergency department (ed). In the ed, no treatment was administered; however, she received prescriptions for oral steroids and antihistamines (prednisone 30 mg, three times daily for 5 days; famotidine 20 mg, two pills daily for three days; and diphenhydramine, four times daily for five days) along with two epipens in case of a severe allergic reaction. She was informed that the reaction resulted from an allergy, but she is uncertain whether the physician stated it was caused by the adhesive or another factor. She was discharged from the ed after 30 minutes and began taking the prescribed oral medications on (B)(6) 2025. At the time of the report, the reaction site had already healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.